Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a ruby coil, pod packing coils (pod pc), and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target vessel using the microcatheter. Next, the physician was experiencing resistance while advancing the pod pc to the distal end of the microcatheter. Subsequently, the physician went to retract the pod pc and noticed that the pod pc had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using a new pod pc and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.  The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.